Event description:
The lay user/patient contacted lifescan in 2007 and alleged that there were segments missing on her one touch ultramini meter. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address to provided. The patient reported that the alleged issue first occurred nine days earlier, in the morning (exact time not provided). She reported that the on the display, half on the first '8' in the '888' was missing and most of the bottom numbers were also missing. She stated that because she could not test on the meter, a week prior to original date, she went to the doctor's office where her blood glucose result was approximately 400 mg/dl. She stated that she was experiencing symptoms of shakiness, sleepy, headache, and nausea and that these symptoms usually occur when she is hyperglycemic. The patient was given insulin at the doctor's office. The patient also reported that three days later, she used her neighbor's meter and the result was 606 mg/dl. This complaint is being reported because the patient alleged that she experienced symptoms of high blood glucose and was not able to test on the reported meter due to the alleged issue. The result on the doctor's meter was approximately 400 mg/dl and was treated with insulin. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, life scan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.